Manufacturer narrative:
Multiple attempts were made to contact the patient to request the device for evaluation, but the device was not made available. If additional information becomes available, a follow up report will be filed.

Event description:
During a patient's call for technical assistance, a possible overfill situation was identified. The customer contacted baxter's technical service center requesting help to end therapy early as he needed to go to an appointment. The fill volume for the therapy was 2l. The home patient stated that he had drained in his previous drain cycle (drain volume unknown) and then partially filled in the next fill cycle with 200ml. The home patient states he then bypassed to dwell and wanted to drain manually before disconnecting from the machine. The home patient drained 298ml, 98ml more than the previous fill of 200ml. The home patient ended therapy and was able to disconnect from the machine. No patient injury or medical intervention was reported during the initial contact. No further information could be obtained despite multiple attempts to contact the patient.